Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with tfn on (B)(6) 2012. On an unknown post-operative date, it is reported that the tfn cut out of the femoral neck and head. Patient returned to the operating room on (B)(6) 2013 for revision surgery. Surgeon explanted the tfn and revised patient with bipolar hip replacement. It is reported that surgery was a success. This is 3 of 3 reports for this event.